Event description:
Customer called from the hosp where customer was admitted in dka. Customer was diagnosed with flu symptoms of fever, sore throat and body aches. Pump fell from the customers waist while jogging.